Manufacturer narrative:
Report 1 of 2. (B)(4).

Event description:
Patient involved in motorvehicle accident. Plates and screws were implanted. A screw broke prior to planned additional surgery to address a bone void.